Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext, serial# unknown, explanted: (B)(6) 2025, product type extension. H10: upon review, this information was already reported in manufacturer¿s report #2182207-2025-02847. However, any additional information regarding the event will be submitted as a supplemental submission to this report #3004209178-2025-15164. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient was distressed by their symptoms enough that they will undergo explant in the next few months. The patient felt their arm was moving involuntarily and that there was a metallic taste in their mouth. This only happened when using their cell phone with bluetooth enabled. They could not verify if there was a device issue, but since the patient was very distressed, they opted for removal. The ins and extensions were explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated the bluetooth on their personal cell phone was causing them to have arm pain. They were pairing their smart tag with the cellphone in their left hand and smart tag in the right hand. When they pressed the button and held it down their arm went out of control and could not stop. They had to turn the bluetooth feature off as their arm hurt. It was advised that cell phones are safe and to move themselves away if it was causing issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient got a new phone patient handheld device in (B)(6) 2025. They tried to pair it by bluetooth and holding his phone in his left hand, his left arm started to jerk involuntarily and this continue even after he ceased the pairing process. The arm jerking was then intermittent over the next few days until we talked on the following, they called me back a few hours later to say that his arm felt normal again and additionally the parasthesia he had been having in his mouth for the last few months were also better but not completely gone. They had continued to experience strange fluctuations in the left arm jerking and his mouth symptoms in the days since. The issue was said to be resolved.

Manufacturer narrative:
H3: product ID# 37612 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.